Manufacturer narrative:
UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted . The actual sample was received for evaluation. Three fractured pieces ("sample 1, 2, and 3"). Visual inspection revealed that sample 1: confirmed to be the distal part of the platinum coil section; the platinum coil had been frayed and stretched. Sample 2: both ends had been fractured; the platinum coil had been stretched over the entire length. Sample 3: platinum coil and niti core wire had been fractured on the distal end; on the proximal end, stainless steel coil and niti core wire had been cut by the user. Magnifying inspection of sample 1 found that the coil at approx. 2mm from the distal end had been misaligned. The niti core wire had been fractured inside the platinum coil at approximately 7mm from the distal end. Sample 3 was compared to a factory-retained sample of the same product code and found that the distal fracture end was located at approximately 23mm distal from the joint of platinum coil, stainless steel coil and niti core wire. The proximal cut end was located at approximately 175mm proximal from the joint of platinum coil, stainless steel coil and niti core wire. The following dimensional data were collected: niti core wire of sample 1 (distal end - fracture end): 7mm; niti core wire of sample 3 (fracture end - joint of the platinum coil, stainless-steel coil and the niti core-wire): 23mm; total length of niti core wire inside the platinum coil of sample 1 and 3: 7mm+23mm= 30mm; niti core wire of the retention sample inside the platinum coil: 30mm. Based on the above, the aggregated length of niti core wire of sample 1 and 3 inside the platinum coil section was verified to be equivalent to the niti-core wire in the platinum coil section of the retention sample. Magnifying inspection of sample 3 found that the niti-core wire had been curved on the area adjacent to the distal fracture. Elongation of platinum coil was found in the area from the distal fracture end to the joint of platinum coil, stainless steel coil, and niti-core wire. The surface component of sample 2 was analyzed by sem-edx, and confirmed that platinum was its main component, and carbon and nickel were contained. Based on the analysis, it was verified that sample 2 was the platinum coil. The shape of the fracture ends of the niti-core wire of sample 1 and sample 3 (distal side) were observed under sem and revealed to fit to each other. A dent was found near the fracture end of sample 1. Based on the inspection findings of 1.2-1.6, it was not confirmed if there was missing part in the platinum coil since it had been frayed and elongated markedly. The same areas inspected in 1.6 were inspected with sem from a different angle. It was revealed that both fracture ends had been distorted. The surface of sample 1 around the dent, which was observed in 1.6, was found rough. From this, it was presumed that the platinum coil was impacted significantly by some object (e.g. Stent) and the impact reached the niti core wire located beneath the platinum coil. The fracture surface of niti-core wire of sample 1 and 3 (distal end) were inspected with sem. Dimples had been generated on both samples. The fracture end and fracture surface of sample 3 (proximal end) was inspected with sem. The proximal end was not tapered nor distorted. The center part of the fractured surface had been swelled, which indicated that it had been cut having been pinched from both sides with sharp-edged tool. The thickness of the niti core-wire was measured on the following points and confirmed to be equivalent to those on the retention sample. Sample 1 (near the fracture end): approximately 28 micrometer. Retention sample approximately 7mm from the distal end): approximately 28 micrometer. Sample 3 (near the proximal fracture end): 295 micrometer. Retention sample (approx.205mm from the distal end): approximately 295 micrometer. Reproductive test - fracture on the niti core wire. Reproductive testing was performed, and a product sample was subjected to repetitive bending forces at a 90-degree angle till it became fractured. Subsequent electron microscopic inspection of the fracture revealed it was not tapered off in diameter and dimple pattern had been generated on the fracture cross section surface. The state was confirmed to be similar to that on the actual sample. A product sample was subjected to a one-way pulling force until it became fractured. Subsequent electron microscopic inspection of the fracture revealed the diameter of the core wire had been diminished to the distal end and the fracture surface was diagonal. The state was confirmed to differ from that on the actual sample. A product sample was subjected to pulling force while the shaft was formed in a loop-shape until it became fractured. Subsequent electron microscopic inspection of the fracture revealed the fracture distal end was in the curved shape and tapered and the fracture surface had been twisted. The state was confirmed to differ from that on the actual sample. A product sample in a bent state was subjected to successive one-way torque forces until it became fractured. Subsequent electron microscopic inspection of the fracture revealed the fracture end had been twisted. The state was confirmed to differ from that on the actual sample. A review of the device history record and product release decision control sheet of the product code/lot# combination was conducted with no findings. IFU states: manipulate the runthrough ns carefully when crossing it through a deployed stent. Stent migration, stent deformation, or breakage or separation of the runthrough ns may be caused if the runthrough ns is caught by the deployed stent. F any resistance to the runthrough ns or the dilatation catheter is felt during manipulation or if the shape, behavior or position of the guide wire's tip seems improper, e.g., in case where the tip is trapped due to vessel spasm or some other cause or the tip is[?]folded, stop manipulating the guide wire (and the catheter) and determine the cause carefully by fluoroscopy and take suitable remedial actions. Then remove the guide wire slowly, without turning, to exchange it for a new one. Continuing guide wire or catheter manipulation in the said situations may result in damage to the vessel, damage to or separation of the guide wire's tip, and/or damage to the dilatation catheter. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that actual sample inserted in #9 as a protective wire was trapped due to some factors (e.g. Distal section was caught between calcified lesion and stent), and then exposed to repetitive bending force, which resulted in the fracture of the actual sample. However, the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported the lesion in #6-7; the runthrough was inserted into #9 and left as a protect wire, and then a stenting was done in the main branch in a manner that the ostium of #9 was covered. While runthrough was still left in #9, post-dilation was performed with nc balloon at 20atm. Afterward, when attempting to remove runthrough, the doctor felt something wrong with it because no resistance was felt, then they examined it with fluoroscopy and found it had been fractured. The fractured pieces were retrieved by being caught by two other wires. The final patient impact and procedure outcome was not reported.